Manufacturer narrative:
(B)(4). Medical devices: 11-300817, arcos 17x150mm spl tpr dist, 835840; 12-115111, cer bioloxd mod hd 28mm +3 nk, 506160; ep-200154, act artic e1 hip brg 28x48mm, 389230. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01771; 0001825034 - 2018 - 01773; 0001825034 - 2018 - 01774.

Event description:
It was reported that the patient experienced blood loss of 1200 ml during a stage ii revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow up MDR is submitted to relay additional information received. Concomitant medical products: hip mold stem catalog 431192, lot 558100; s1s hip head cement mold, catalog 431181, lot 580240. The complaint was confirmed based on surgical notes that were provided. Device history record was reviewed and identified no deviations or anomalies that will lead to the reported event. A root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.